Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse attempted to reproduce the issue but was unable to. The fse found the analysis to be functioning normally. A root cause for this event has not been determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a burning smell from their synchron cx5ce chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. The customer unplugged the analyzer. There was no injury to the customer. Medical attention was not sought. It is unk if the facility has a risk management plan in place.